Event description:
The MFR's rep reported that the pt had presented to the emergency room with chest pain and subsequently expired. The MFR's rep had been called in to turn off the pump so that the hcp could evaluate the pt. At that time, the pt was one a ventilator and unpresponsive to stimuli. He was later notified by a nurse that the pt had expired. He believes that the pt had suffered a massive myocardial infarction or a stroke, but we were unable to confirm this with the hcp. It is unk if an autopsy was performed. Cause of death is unk.